Manufacturer narrative:
Correction to g2 to add the foreign country france. Please see b3, it was inadvertently left off. This report is being supplemented to provide additional information based on the results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects including: distal end cap cover deteriorated, lens glue deteriorated, bending section rubber glue deteriorated, scope connection cover worn out, switch button one deteriorated. However, these defects alone are not considered severe enough to cause a potential adverse event. The user hmi culture results were as follows: all chs: >50 cfu escherichia coli. Result of the culture test, performed by olympus after reprocessing. All chs: 3cfu/endoscope gram positive bacteria was detected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report has not yet been received by/evaluated by olympus (although it is anticipated). The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported after a microbiological routine control on an evis exera ii gastrointestinal videoscope, an unexpected (unspecified) contamination was detected. There is no report of any patient contact/impact related to this occurrence. The device will be sent to olympus for further evaluation. Additional details regarding the reported event have been requested. At this time, no additional information has been provided.